Event description:
A patient reportedly sustained two blisters below the right elbow after a mr exam. The patient had no metallic implants and was not in contact with any conductive material. Prior to the scan, padding was provided between the patient's left arm and the bore, but no padding was applied between the right arm and the bore. The exam consisted of pulse sequences fse-xl, se with average duration of 2-3 minutes. It was reported that during the scan, the right arm was in contact with the bore. Additionally, there was no padding used to prevent skin-to-skin contact. According to the customer site, the patient's size made it difficult to apply all appropriate padding. The exam lasted approximately 30 minutes. Afterwards, the patient reported that right elbow area was red. The following day, the patient reportedly observed a large and a small blister on the reddened area. The patient visited a physician. No information regarding the size of the blisters or the medical treatment received by the patient.

Manufacturer narrative:
An investigation is ongoing.